Manufacturer narrative:
An event of device malposition and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was mild calcification extending beneath the aortic annular plane in the interventricular septum. After positioning of non-abbott device before pre-dilation, development of left bundle branch block, no treatment was provided. The valve was implanted at a depth of 6.64mm at non-coronary cusp (ncc) (deeper than the recommended 3mm). Based on available information, a root cause for the reported events could not be conclusively determined. There is no indication of a product issue with regards to manufacture, design, or labeling.

Event description:
Crd_1003 - vantage (B)(4). It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant. There was mild calcification extending beneath the aortic annular plane in the interventricular septum. After positioning of non-abbott device before predilation, development of left bundle branch block, no treatment was provided. The valve was deployed with the final implant depth of the valve was = 6,64 mm (distance between the intraventricular end of the valve to the non-coronary cusp/ncc). On (B)(6) 2024, patient development of junctional rhythm. The patient was put on electrocardiographic monitoring performed and bed rest placed. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.